Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2013. Patient's wife claims the device read both lower and higher than the fingerstick values. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.